Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to decreased visual acuity. Impact to the patient was provided as decreased visual acuity. A different toric model lens of the same cylinder and diopter power was implanted as the replacement iol. There were no further medical or surgical intervention required. Patient was doing fine when discharged. Visual acuity readings observed as 20/25+2 pre-initial implant, 20/25-2 post-initial implant, 20/25-1 post-replacement iol. It was provided that the lens was not available for investigation.

Manufacturer narrative:
Date of event: unknown/not provided. But the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Initial reporter telephone number: (B)(6). Product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A product deficiency has not been identified; therefore, no additional corrective actions have been initiated. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.